Event description:
Pt reported that back to back tests performed on their ss meter using separate finger sticks were 141, 182, 179 and 189 mg/dl (28% difference). No symptoms were reported. On f/u, pt confirmed above info and did control test over the phone with lfs rep. Control test reading (16) was low out of range (91-136). Control solution test done with newer test strips was in range. Lfs rep reviewed qc procedures and discussed meter/lab comparisons. There was no allegation of harm.